Manufacturer narrative:
Result: hose.

Event description:
It was reported by service report that there was a hydraulic fluid leak on the small hose at the top of the cot. It is unk if there was pt involvement or adverse consequences occurred.